Event description:
The pump was returned for multiple "no prime" warnings. Evaluation revealed that the force sensor plate was physically damaged. This report is being made based on results of investigation.

Manufacturer narrative:
This report is made based on results of investigation completed on (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed that the force sensor plate was physically damaged. This report is being made based on results of investigation.